Manufacturer narrative:
(B)(4). The llds used during the procedure were not returned for evaluation, however the 14f glidelight, 11f tightrail, and visisheath that were used were returned. The examination revealed no device non-conformities that would have resulted in an injury. The 14f gl had two minor kinks on the working length, however the device showed no signs of lasing damage at these sites, therefore it is highly suspect that these kinks occurred during return shipping.

Event description:
This was a left-sided lead extraction to remove three leads due to pocket infection. The ra (mdt 5076) and rv (mdt 6947) leads were prepped with lld-ezs and the lv lead (mdt 4195 starfix) was prepped with an lld-e. A 14f glidelight laser sheath, 33cm medium visisheath, and 11f tightrail were used in the extraction. During extraction of the lv lead, the starfix lead damaged the coronary sinus as the lead was pulled free. A sternotomy was performed and resection of the posterior branch of the cs was done. The injury is being attributed to the lld-e because it was the traction platform being used to pull the lead free. All of the leads were extracted successfully during the procedure. The patient required a longer hospital stay, however he recovered and was discharged.